Event description:
The facility reports a gate remained open when it should have been closed (malfunction). The lift was used and the front wheels of the lift trolley came out of the rail. The caregiver informs the facility technical service technician who was replacing the lift in the rail. The lift was then reused the same day, with the gate still malfunctioning. The lift fell on the floor later in the day, hurting the caregiver's hand in the fall, leading to minor injuries according to a witness. Following this incident, the use of the system was stopped. (B) (4).

Manufacturer narrative:
This incident was the same nature then the on which lead to bhmc-001297 recall. The safety advisory notice (B) (4) explain the scope of this recall. Recommend to the customer to have this product inspected and repaired (if needed) by a qualified technician and that these actions be recorded. Inform in writing the customer of the results of the inspection if the inspection is not performed by the customer.